Manufacturer narrative:
The customer reported complaint for the platform displaying an error message user advisory (ua) 12 (lifeband not present) was confirmed during archive review and functional testing. The loose screws on the lifeband clip rest switch were adjusted to remedy the fault. No physical damage was noted during visual inspection. The archive data review indicated an error message ua 12 occurred on (B)(6) 2017 but not on the customer reported event date of (B)(6) 2017. The platform has passed the initial functional testing without any issues. In addition, lifeband clip detect switch inspection was performed and the screws holding the switch lever parallel to the switch case were found to be loose which lead to error message ua 12 during compression or when the platform is powered on. An additional repair and update was completed (unrelated to the reported complaint) to ensure that the autopulse platform is functional without issue. The metal core nylon screws were replaced, after which the platform passed all the final functional testing. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaints for autopulse platform (B)(4).

Event description:
As reported during shift check, the autopulse platform (B)(4) was displaying an error message user advisory (ua) 12 (lifeband not present). Lifeband was attached when the error message was displaying. No patient involvement was reported.